Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and motor position encoder error alarms in the alarm history file due to motor encoder signal out of phase. Device was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she was released from the hospital recently and got an emergency MRI done and did not take the insulin pump off. The customer was hospitalized for shingles in her ear. Customer stated that the insulin pump alarmed motor error after the exposure. Blood glucose was 302 mg/dl. The drive support cap is recessed. She also received a motor position encoder error alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.